Event description:
It was reported that during an unknown procedure a piece of blade was broken. Part fell into patient, could be removed. No further information is available. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should. The device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Date of event: unknown, assumed 1st day of month ((B)(6), 2013) that complaint was reported.